Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged due to the hemostatic valve of the catheter which could not be completely cut when the sheath was removed. The catheter was removed, and the lead was placed. No patient complications have been reported as a result of this event.